Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate shocks. The device couldn¿t be interrogated. The physician placed the magnet over the device to stop the shocks. Intermittent/poor telemetry signal was noted. The device was explanted and replaced. Patient was discharged.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. The device was unable to communicate with a programmer. Electrical testing showed that the device had an anomalous internal supply. The anomalous internal supply was caused by an anomalous integrated circuit.